Event description:
It was reported that this pacemaker and lead system was implanted in (B)(6) 2024. Post-operative infection was observed with incision seepage, and the patient was admitted to the hospital for debridement on (B)(6) 2024. The infection did not improve and the patient was re-admitted to the hospital on (B)(6). The device and right ventricular (rv) lead were explanted while the right atrial (ra) lead was cut and capped. A new pacemaker and leads were implanted on the patient's other side. No additional adverse patient effects were reported. The explanted products were planned to be returned for disposal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Visual inspection found no irregularities. Laboratory testing is not able to confirm the clinical observation of infection.

Event description:
It was reported that this pacemaker and lead system was implanted in (B)(6) 2024. Post-operative infection was observed with incision seepage, and the patient was admitted to the hospital for debridement on (B)(6) 2024. The infection did not improve and the patient was re-admitted to the hospital on (B)(6) 2024. The device and right ventricular (rv) lead were explanted while the right atrial (ra) lead was cut and capped. A new pacemaker and leads were implanted on the patient's other side. No additional adverse patient effects were reported. The explanted products were planned to be returned for disposal.